Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The event log was checked and a ventilator inoperative error code related to the machine flow sensor was found. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification (greater than 0.2lpm). Additionally, the device failed an internal flow verification test step during testing. The device's machine flow sensor was replaced to address the error code and test fail issues. Additionally, during evaluation of the device, a crack was found in the front panel, so the front panel was replaced. This is not related to the reportable malfunction.